Event description:
It was observed that during the device evaluation, the colonovideoscope had no image. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the colonovideoscope had no image. There was no report on the subject device being used in procedure after the suggested event was reviewed. The complaint was confirmed of no image where fluid was found inside the connector due to a leak at the biopsy channel. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.